Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1900153 was manufactured on 05/06/2019 a total of (B)(4) pieces. Lot was released on 05/16/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly. No clip was in the next position of the channel. No clip fired on the next attempt. The next clip was protruding from the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 12 clips remaining in the channel, indicating that 3 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900074068 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and the first clip out of position of the channel. Upon functional inspection, the first clip was unable to load properly. The sample was disassembled and the ratchet ears were found broken. The clips were also out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that the customer tried to load the clip and clamped the handle but the clip did not load.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer tried to load the clip and clamped the handle but the clip did not load.